Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had difficulty removing an attachment and burr device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the neuro tip of the device was bent/damaged, and the device had vibration. The assignable root cause of these conditions was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a worn bearing, vibration, and the neuro-tip was bent/damaged. It was further determined that the device failed pretest for visual assessment and vibration assessment. It was noted in the service order that the device had difficulty removing an attachment and burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.